Event description:
The customer reported that the sys would not save images. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive and the software were installed during the svc call. The system was tested and found to be working as intended and put back into svc.